Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. No frozen screen noted. Pump passed displacement test, operating currents, selftest and off no power test. No unexpected low battery alarm noted. Pump received with scratched lcd window. The device was received with cracked battery tube threads. Pump received with broken reservoir tube lip. Pump received with scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was performed. The device was returned for analysis.